Event description:
It was reported that the insulation on the unit has been compromised. The product was not exposed to any adverse environmental conditions.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.